Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented to surgery with l4-l5 stenosis, grade I spondylolisthesis, and facet arthropathy. The patient underwent a procedure for l4-5 laminectomy, facetectomy, total discectomy at l4-5, and bilateral posterior lumbar interbody fusion at l4-l5 with synthes click¿x titanium screw system, two synthes peek interbody cages, rhbmp-2/acs, and local allograft. At 2 weeks post-op the patient called the surgeon¿s office complaining of severe throbbing right lower leg pain. Deep vein thrombosis was ruled out. Pt. Was prescribed a medrol dose pak and lortab 10. At 1 month post-op, the patient returned complaining of intermittent right lower leg pain anteriorly and posteriorly below the knee as well as numbness from below the right knee, down across the top of his foot. The patient reported that the medrol dose pak did not help. His pre-operative left leg and buttock pain was noted as essentially gone. An x-ray demonstrated the hardware was intact and in proper position. The bone placed in the disk spaces appeared ¿to be a bit anterior¿. The patient was prescribed percocet. At 2 months post-op, CT myelogram showed ¿mild bilateral neuroforaminal narrowing at l4-l5. No central stenosis identified. No complications seen with the hardware placement.¿ at 4 months post-op, the patient complained of low back pain and bilateral lower extremity pain affecting buttocks, thighs, and legs as well as numbness over the anterior right leg and dorsal foot. The physician reviewed x-rays and noted the implants appear to be in good positions with good evidence of early bone formation and some calcification anterior to the l4-5 disc space. The physician¿s plan included obtaining other recent films to review and explained to the patient that, to the physician, ¿he seems to be doing fairly well in that he is grossly neurologically intact, and he does not have evidence of ongoing neurologic impingement¿. At 42 months post-op the patient complained of constant centralized right neck pain, right upper extremity numbness that increases at nighttime with occasional pain in the right upper extremity, headaches, lower back pain, and bilateral lower extremity radicular pain. It was noted by the physician that the patient attended physical therapy 2 years prior that seemed to help. He was noted to have undergone epidural injections. Physical exam of the lumbar spine noted 50% full range of motion and full extension with lower back pain, decreased sensation in the right l5-s1 dermatomes. The patient was prescribed 300mg of gabapentin, a thoracolumbar back brace, tens unit, and asked to obtain x-rays and MRI for further evaluation. X-rays were obtained and the impression noted ¿stable lumbar spine¿. At 43 months post-op, a lumbar MRI showed degenerative disc and facet disease at l2-3 and l3-4 which has progressed mildly from the previous examination with new mild right l3-4 foraminal narrowing. A cervical MRI noted the impression of cervical spondylosis which was most pronounced at c5-c6 and c6-c7. At 45 months post-op, the patient received bilateral l2-3 and l3-4 steroid facet joint injections . At 46 months post-op, the patient returned for follow-up of the steroid injections. The patient reported a decrease in pain of 50%, but sustained a fall one week previous to the visit in which he landed on his head, lower back, and sacrum and blacked-out. He reported that when he awoke, he had severe lower back and sacral pain with numbness in the entire circumferential aspect of his legs which left him unable to get off the floor. The next morning, the patient was able to walk and the numbness subsided. During the office visit, the patient complained of 8/10 pain in his lower back and sacrum with severe sensitivity and inability to sit due to severe pain. X-rays were noted to show stable post-operative changes at l4-5 and no evidence of acute fracture or instability. Mild/early right si joint degenerative joint disease was noted. The patient was instructed to continue using the tens unit and begin physical therapy. The patient would like to repeat the l2-3 and l3-4 steroid facet injection. The patient tested positive for cocaine and will no longer be prescribed narcotics. At 48 months post-op pt. Had left l2-3 and l3-4 facet joint injections.